Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a nodule in the throat and a sore throat. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused a nodule in the throat and a sore throat. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. The device is missing the sd cover flip door and the accessory module flip door. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A hairlike substance was observed inside the bottom enclosure. Observed a crack on the outside of the top enclosure and on the blower box upper cap which is consistent with the device being dropped. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.